Event description:
It was reported that 2 syringes 50ml ll contained foreign matter. The following information was provided by the initial reporter: "luer lock tip of the syringe blackened, deformed ... Burned? Presence of the problem on at least 2 syringes set aside in the rehabilitation unit 7. Risk of product leakage, infection? Actions taken: syringes withdrawn".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-01. H.6. Investigation summary two photo and two physical samples were provided to our quality engineer for evaluation. Through visual inspection, foreign matter is observed inside the syringe tip. This foreign matter has been generated during molding process due to an obstruction of gasses expulsion in the mold. A device history review was performed for reported lot 2003231, no deviations or non-conformance related to the reported issues were identified during the manufacturing process. It was determined that this issue likely occurred due to a failure in gasses expulsion in injection machine. Manufacturing personnel have been notified of this incident. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 syringes 50ml ll contained foreign matter. The following information was provided by the initial reporter: "luer lock tip of the syringe blackened, deformed burned? Presence of the problem on at least 2 syringes set aside in the rehabilitation unit 7. Risk of product leakage, infection? Actions taken: syringes withdrawn".